Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The issue was acknowledged, and technical support arranged for the replacement of the malfunctioning pump, ensuring continuity of insulin delivery with a backup pump and providing instructions for returning the faulty pump to avoid charges. The customer was informed about programming settings into the replacement pump and connecting their cgm.